Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with approximately 300 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Additionally, multiple cartridges leaked. A cartridge change was performed resolving the issue. There was no impact to the customer¿s blood glucose.